Manufacturer narrative:
A medtronic representative inspected the imaging system on-site: on (B)(6) 2015 initial reported issue was that the system would not shoot 2d / 3d x-rays. The system was rebooted and then the pendant showed that the generator had a scrolling bar with a red ¿x¿. Upon further troubleshooting using the remote application, the generator was ready and the detector was not ready, the paxscan had a red led lit for the fiber and also had error codes 32 and 43 (32 is receptor error and 43 is link ready error detected). Placed detector kit on order for next day repair. Staff was notified and was informed to reschedule any cases for the following day after the repair. On (B)(6) 2015 installed detector / paxscan which resolved the red led and error codes on the paxscan but communication with the paxscan was not attainable. Pendant still showed generator with red ¿x¿, could not connect via viva even after updating ip address. Could not ping the paxscan. Placed another paxscan on order for repair tomorrow. Staff notified to reschedule any cases that may have been scheduled. On (B)(6) 2015 the x ray status bar on pendant was constantly scrolling. The software displayed that the detector was not ready in the remote desktop. Could not ping cp2 processor. Replaced the cp2 processor. System passed all testing. The paxscan cp2 processor was received by the manufacturer for evaluation. Analysis confirmed reported problem "x ray status bar on pendant and remote desktop was constantly scrolling. Could not ping cp2 processor". When cp2 was installed in the o-arm system 267, system didn't boot completely, it was stuck at "initializing please wait". When cp2 was replaced with known good cp2, system worked as expected. Defective cp2. The detector panel was also received for evaluation. Analysis confirmed reported problem "cp2 had error 32 and 43; cp2 had red led on fiber; detector had no led lit at all". When detector panel and cp2 was installed, cp2 displayed error #32(receptor error) and #43(link ready error detected). Cp2 also had red led on fiber. Detector panel had no led lit at all. The imaging system booted as expected after replacing cp2 with a known good cp2. Defective cp2. An electrical failure mode was confirmed, with the root cause being the paxscan cp2 processor and detector panel. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to acquire 2d images. The gantry door was opened and closed and the x-ray tube was rotated without resolution. The mobile view station (mvs) and image acquisition system (ias) were restarted two times, and the umbilical cable was re-seated, still with no resolution. The system pendant reportedly displayed "system initializing, please wait" and would not move past this. The gantry door was manually opened and the use of the imaging system was discontinued for the case. The procedure was completed successfully using a c-arm after a reported delay of less than one hour. The patient was not impacted.